Manufacturer narrative:
Model number/catalog number: sc-8416-70, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: artisan MRI paddle lead 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient had an infection on the cervical lead site. It was noted that the patient had superficial infection on the neck. The physician believed that the infection was not device or procedure related and the cause was unknown. The patient was prescribed antibiotics and underwent a cervical lead explant procedure. The patient was doing well postoperatively.